Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.

Event description:
The peritoneal dialysis (pd) pt reported drain complications during treatment on (B)(6) 2014. The pt stated friday (B)(6) 2014 he was diagnosed with peritonitis. During treatment on friday, the pt had red discharge in his tubing, vomiting and subsequent pain when draining his pd fluid. The pt also reported he cuts his drain extension to make it shorter and drains into a 5 gallon can. During treatment on the (B)(6) 2014 the pt disconnected in the middle of treatment and reconnected to the same connector. The following is based on the medical records provided by the pt's treatment facility. The pt had confirmed klebsiella oxytoca peritonitis. The pt's pd nurse reported the pt was treated with ceftazidime 1g, intra-peritoneal daily for 21 days. The pd nurse confirmed the pt was not compliant with connection and disconnection policies.